Event description:
Onetouch ultra glucose meter was giving results in mmol/l when expected mg/dl. The pt reports no injury, symptoms, or treatment. The pt states the meter was not new and had a different colored label on the back indicating the units of measure should have been locked. He also states that he may have inadvertently changed the units of measure settings recently, leading to the phone call. Because the meter should have been locked into the mg/dl mode, this complaint is being filed as a suspected malfunction. This report is being filed in retrospect as in 11/03/05, the medical affairs dept became aware of a failure of this meter to be non-user- changable. The case was originally filed with other complaints within the units of measure recall campaign. The meter was replaced.